Event description:
Anesthesia has identified an issue related to medline - anesthesia circuit 60 l-free reorder, lot # 071d0402. The problem is that the air bladder pops off when in use. The anesthesia staff are quickly replacing the units, so there has been no impact on pt care so far.